Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear on the balloon, approximately 3mm from the balloon proximal tip. A possible cause of the taper to taper tear on the balloon could have been rapid impulsive inflation. If pressure is applied in a rapid impulse action, this could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, resulting in a rupture of the balloon and the failure mode was a taper to taper tear. In addition, it should be noted that the probability of two devices failing in the same pt due to a rupture of the balloon is highly improbable without an outside source causing the rupture. A review of the lhr (lot # f1406511) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined. See MDR # 3004939290-2014-00579 for the second device.

Event description:
The following info was reported: "post peripheral angiogram, the physician attempted to close the groin with a 5f mynxgrip vascular closure device. Balloon was prepped and device was ready for deployment. The device was introduced through the existing sheath and balloon was inflated and the balloon indicator failed to stay up. The balloon had lost pressure. The device was removed and the physician attempted to use another device. The second device balloon was prepped and inserted through the existing sheath and balloon on the second device lost pressure again. That device was removed and a third device was pulled without balloon prepping and was deployed successfully." A pre-procedure angiogram was performed, but no contrast solution or anticoagulants were used. The pt was hospitalized for reasons unrelated to the mynx device/procedure. Procedure type: diagnostic peripheral.